Event description:
It was reported that the temperature was not detected by the camino cable and it did not appear on the monitor after the probe was implanted. The pt was not injured and the event did not lead to increase the surgery time. The surgeon monitored the pt without temperature.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.